Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 09/16/2019. The product support engineer (pse) advised customer to krytox the o-rings under the da board and the o-rings in the o2 filter cap. The customer has checked all o-rings and applied krytox. With o2 connected, there is no o2 flow past the o2 sol valve per the pneumatic screen average o2 slpm. The pse suggested swapping a da pcb, then the flow sensor assy if needed. The pse also suggested replacing the o-rings as an option. The customer replaced the defective rp-solenoid valve to address the reported problem. The unit successfully passed the required performance verification test. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failing high pressure leak test during preventive maintenance. There was no patient involvement.